Event description:
Explanted two pieces of femoral stem, a head, and acetabular cup from patients left hip.patient who is status post metal-on-metal left total hip arthroplasty performed in early 2006. The patient had metal ion levels obtained which were elevated. Therefore, she was sent for metal artifact reduction sequence (mars) MRI and a large fluid collection consistent with metal debris was found. Her c-reactive protein (crp) and sedimentation rate were negative for signs of infection.======================manufacturer response for profemur e hip stem, size 2, profemur e hip stem, size 2 (per site reporter).======================awaiting response.======================manufacturer response for shell size 50-mm o.d i.d. 44 mm acetabular component; cocr, shell size 50-mm o.d i.d. 44 mm acetabular component; cocr (per site reporter).======================awaiting response.======================manufacturer response for short varus neutral version neck, ti, short varus neutral version neck, ti (per site reporter).======================awaiting response.======================manufacturer response for 40mm od head; medium neck, 40mm od head; medium neck (per site reporter).======================awaiting response.